Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested information, including operative report, surgical procedure and patient¿s current status, the root cause of the reported non-specific, patient symptoms and revision cannot be concluded. The patient's current condition is unknown and the patient impact beyond the reported unspecified symptoms and revision could not be determined. Therefore, no further clinical/medical assessment can be rendered. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without sufficiently relevant information about the device alleged fault or malfunction, no probable cause can be delineated at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2016, the clinical subject experienced an unspecified adverse event. However, it was solved by a revision surgery on (B)(6) 2019. Current health status of patient is unknown.